Manufacturer narrative:
On (B)(6) 2026, abiomed became aware that the incorrect health effect - impact code, f12, was erroneously submitted with the follow report (1).

Manufacturer narrative:
Correction: section b5 was updated with more details on the event, which was inadvertently left out in the initial report. Section h6: health impact code has been added which was inadvertently left out in the initial report.

Event description:
An impella cp device was inserted into the right femoral artery in a 60-year-old male patient with a past medical history of coronary artery disease (cad) and diabetes mellitus (dm) presenting in scai stage b shock prior to initiation of support. The impella cp was inserted for ventricular support post percutaneous coronary intervention (pci) of the left anterior descending (lad) artery and left circumflex (lcx) artery and preoperatively for high-risk surgery. While the patient was in the coronary care unit (ccu), an echocardiogram (echo) showed the impella cp was deep in the left ventricle (lv), which was decompressed with unloading, and the inlet was near a structure. The impella was subsequently repositioned under echo. At the time, there was no hemolysis and there were no suction alarms. The following day, hemolysis was present. The impella cp was successfully weaned and explanted for viability scan in magnetic resonance imaging (MRI) or nuclear medicine with plan for the patient to be placed back on impella support if needed. The 14fr sheath was to be left in until after the MRI scan. The post-procedure outcome was survived at explant. The device functioned at p-7 at 3.0 l/min with no issues. Hemolysis is listed as a potential adverse event and is consistent with known device-related and patient-related factors documented in the instructions for use (IFU).

Event description:
A sixty year old male patient with acute myocardial infarction/cardiogenic shock. Impella cp implanted and percutaneous coronary intervention performed. During therapy hemolysis developed. Bedside imaging showed pump position deep in left ventricle. Pump repositioned and hemolysis improved. Impella to be coded for hemolysis as this is a known risk factor.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.